Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Potential causes of a fractured neurostimulator include: severe force or bending during implantation or explant, improper surgical technique (incorrect tool, implanting too deep), severe force being applied to the implant (patient fall, accident), and excessive twisting or stretching. A curonix representative conducted a review of sterilization and packaging records for the respective product lot; curonix has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is unknown. The investigation findings do not lead to a clear conclusion about the cause of the reported issue. Therefore, the conclusion has been selected as unable to determine the root cause. Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, a CAPA is not required at this time. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported their neurostimulator was broken in half and eroded through their skin. An explant procedure was performed on (B)(6) 2026. The device appeared fractured above the circuitry after the explant procedure. The neurostimulator was removed and there were no broken or fractured pieces left implanted. As of (B)(6) 2026, the patient is healing and doing well.